Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle broke off in her skin. When she pulled off the pen after the injection needle was left there. She was managed to remove it from the tweezer.

Manufacturer narrative:
Investigation: customer returned (1) open 8mm, 31g pen needle without the tear drop label. Customer states that the needle broke off in the skin. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. See attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.

Event description:
It was reported that needle broke off during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle broke off in her skin. When she pulled off the pen after the injection needle was left there. She was managed to remove it from the tweezer.